Manufacturer narrative:
(B)(4). The analysis results that one psee60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the cartridge pan was left inside the jaws when the new cartridge was loaded. The piece was removed with forceps, and the same device was used to complete the case. The cartridge color was blue. There were no adverse consequences to the patient.